Event description:
It was reported to gems that the paddle of the compression went down by itself with a strong force. No pt was on the system when the problem occurred. No injury was reported. The power supply was replaced.